Manufacturer narrative:
1.customer communication on august 18,2025. The distributor gave feedback that they received a complaint from fresenius medical care regarding missing base cap, hemostasis clamp, and needle-stick prevention sheath. The complaint batch is 2402102020. The following questions were raised to the distributor but yet to receive a response. 1.was a sample picture available? 2.kindly mark the missing spots on the drawing attached. 3.had the defect sample been disposed of? 4.had this issue been reported to FDA? 2.production lot record investigation: no complaint related non-conformances or capas was found during the batch review investigation. 3.retained sample test: check the information of primary package, which confirmed it is accordance with drawing requirement. The appearance of a.v. Fistula needle was no abnormal. No component is missing. 4.root cause analysis: 4.1 according to complaint description, analysis of reasons for missing base cap is from five aspects: man, machine, material, method and environment. A. Man: the assembly of puncture needles is fully automated. The equipment includes a detection process for missing female needle base caps. When a product is found lacking the base cap, the system automatically rejects it. During the manual reattachment of the base cap to these rejected products, the operator failed to tighten the base cap sufficiently, resulting in loosening. B. Machine: production records and routine maintenance logs of the equipment were reviewed, and no abnormalities were found. This issue is not related to equipment factors. C. Material: there have been no changes in the production materials. This issue is not related to material factors. D. Method: there have been no changes in the methodology. This issue is not related to process factors. E. Environment: this issue is not related to environmental factors. Referring to the above analyses,the detachment of the female needle base cap is most likely attributable to insufficient tightening during the manual reattachment process by the operator. 4.2 according to complaint description, analysis of reasons for missing hemostasis clamp and needle-stick prevention sheath is from five aspects: man, machine, material, method and environment. A. Man: the full inspection personnel failed to identify the product with a misaligned or missing hemostasis clamp or needle-stick prevention sheath during the visual inspection process, which resulted in the defective product being released. B. Machine: the avf needle is assembled by automatic equipment. During the automatic loading process, hemostasis clamp or needle-stick prevention sheath may have become stuck, leading to its absence on the finished products. However, after checking the equipment's production records and daily maintenance logs, no abnormalities were found. C. Material: hemostasis clamp or needle-stick prevention sheath may have been deformed prior to or during assembly, leading to a failure in proper attachment to the tubing. D. Method: this issue is not related to method factors. E. Environment: this issue is not related to environmental factors. Referring to the above analyses, the issue of the missing hemostasis clamp and needle-stick prevention sheath is most likely due to the operator's failure to detect during inspection. The absence of hemostasis clamp and needle-stick prevention sheath may have been caused by unexpected fluctuations or jamming during the automated assembly process, resulting in a positioning error. Although each fistula needle undergoes a inspection after assembly, the inspector failed to identify the defective product with missing a hemostasis clamp and needle-stick prevention sheath, leading to its unintentional release. 5.corrective actions 1.to prevent recurrence of this anomaly, a mandatory scrap disposal process for all needles found missing the female needle base cap is implemented. These defective units will no longer be reworked or reintroduced into the production line. 2.conduct a thorough inspection and diagnostic of the machine involved in the assembly process to identify any potential issues causing fluctuations. 3.conduct training for all inspection personnel, focusing on missing component of needles. 6.direction for use before use, kindly check the product in accordance with instructions for use (IFU). After confirmation of no package damage, foreign matter or component defect/missing, this product can be used normally.

Event description:
According to information from maude database, a biomedical technician reported that on a bain fistula needle 16gx1, 25mm. The fistula used didn't have the end cap included on the end of the blood tubing causing loss of blood onto the patient treatment area. There was approximately 3ml of blood.the patient reported that also have seen missing clamps and needle guards for these fistula needle sets. No patient adverse effects were experienced and no medical intervention was required.